Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. The visual inspection found no faults. The functional evaluation found the motor is defective, establishing a relationship with the event reported. The root cause has been identified as a failed vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not generate and control negative pressure because the vacuum motor was blocked. No patient harmed and no injury reported because this was found during service and repair.